Event description:
It was reported, the pt was undergoing a concomitant open heart procedure of maze/mvr/avr/CABG and an epicor procedure was performed. During wand ablation with approximately 12 seconds remaining in the run, the physician felt a "popping sensation" and felt a vibration. At that moment, the acs unit was registering 80 degrees c. Infusion of ultrawand saline was administered via an IV pump and was set at 360cc rate throughout the wand procedure. The physician was not exerting any excess force to the wand during the ablation run. At the 12 second remaining point of the run, the physician withdrew the wand from the heart. Visually, steam and bubbling were coming from wand. There were no pt complications. To that end, the pt was in normal sinus rhythm and hemodynamically stable. Visual inspection of the wand ablation line by the physician noted no tissue damage and/or injury. An avr procedure was successfully performed utilizing the st jude epic valve, performed a mvr procedure utilizing a st jude epic valve and proceeded to perform a CABG procedure. The final result was successful and safe (without incident to the pt). Hospital has a specific protocol in product/incident reporting. The wand lot #89703 and acs unit lot # u000105 have been temporarily sequestered and given to biomed. Products will be released to st jude upon conclusion of internal hospital protocol. The hospital does have another acs unit in-house to be utilized for upcoming ablation cases. Products used as follows: acs unit lot # u000105, cinch uc-lp-9 lot # 24868. All other st. Jude medical products used in the case exhibited no issues.

Manufacturer narrative:
We are in the process of investigating this event. A follow up report will be submitted upon completion of our investigation.